Event description:
It was reported that the device dislodged. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro laa closure device was implanted. At an unknown timepoint, the device was noted to have dislodged. No further details were provided or able to be obtained at the time of this report.

Manufacturer narrative:
Bsc aware date used for event date as it is unknown.